Event description:
It was reported that the implantable neurostimulator (ins) had been overdischarged for ¿months and months.¿ the ins had been overdischarged due to ineffective stimulation and the patient having not charged. The patient had met with a manufacturer representative and had a ¿0x8¿ por message cleared and had one physician mode recharge (pmr) done. The electrode impedances were tested and showed that contacts 6, 7, and 15 had ¿greater than symbols¿ and were out of range. Effective stimulation, that the patient had stated ¿felt good,¿ was achieved without having to utilize any of the out of range contacts. One of the patient¿s leads was found to have migrated by one half of a lead body through the use of ¿plain films.¿ the healthcare provider(hcp) had stated that no further intervention was warranted. The patient had not reported any further concerns at that point.

Manufacturer narrative:
Product ID 377730, lot# v285660, implanted: 2011 (B)(6); product type lead product ID 377730, lot# v285660, implanted: 2011 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 3708120, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37743, serial# (B)(4), product type programmer, patient product ID 377730, lot# v285660, implanted: 2011 (B)(6); product type lead product ID 377730, lot# v285660, implanted: 2011 (B)(6); product type lead. (B)(4).